Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve evfxplus-34, the position of the valve was too low during the first attempt to place it. The physician recaptured the valve and started a new attempt, during which there was a clear infolding after opening the valve up to 2/3. The valve was recaptured again, and a new fx+ 34mm valve was loaded. The implantation was finished successfully. No patient complications have been reported as a result of this event. Additional information was received that according to the physician, the patient's annular calcification contributed to the infold.

Event description:
It was reported that during the implantation of a transcatheter aortic valve evfxplus-34, the position of the valve was too low during the first attempt to place it. The physician recaptured the valve and started a new attempt, during which there was a clear infolding after opening the valve up to 2/3. The valve was recaptured again, and a new fx+ 34mm valve was loaded. The implantation was finished successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012544076); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state with the outflow crown exhibiting an elliptical appearance and inflow displaying a reniform appearance. As received, all leaflets appeared partially open with a gap between the free margins. Due to the tissue¿s dried state, the leaflets would not come to a complete closure. All leaflets were dry and stiff with minimal flexibility. Leaflets exhibited severe creases and imprints; tissue conditions possibly associated with the valve being in the loaded state for an unknown duration of time. Traces of coagulated blood were noted on top of all commissures. All commissures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded; however, the valve appeared to retain a compressed state. This condition may be associated with the valve being inside the capsule of the delivery system for an unknown duration. There was no evidence of frame kinks or bends on the frame. Due to the returned condition of the valve, a deployment simulation could not be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve evfxplus-34, the position of the valve was too low during the first attempt to place it. The physician recaptured the valve and started a new attempt, during which there was a clear infolding after opening the valve up to 2/3. The valve was recaptured again, and a new fx+ 34mm valve was loaded. The implantation was finished successfully. No patient complications have been reported as a result of this event. Additional information was received that according to the physician, the patient's annular calcification contributed to the infold. Additional information was received that a procedure delay occurred as a result of the infold.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.